Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The top and bottom cases were in excellent condition. No visible contamination. Force sensor test error found in the event history file. The root cause of the reported issue was unable to determine. No visible damage or contamination found on plunger head assembly. Actions were taken to mitigate the reported issue: recalibrated the force sensor. Performed power up process and device passed all the functional test. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the plunger force was out of specification. No patient injury was reported.